Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient reported that the adhesive pad did not stay attached to the body. Patient is applying the device to the back of the arm and patient has cleaned and prepared the application site properly.